Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving fentanyl, clonidine, bupivacaine, dilaudid, and morphine (all at unknown concentrations and doses) via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2016 that the event log showed that a motor stall occurred and that the patient might be going into withdrawal. It was noted that the managing health care professional (hcp) planned to manage the patient with orals for now and was looking into getting a replacement custom coated pump. No further information was reported.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The event was initially reported by a healthcare provider (hcp). The cause of the motor stall was not determined. The pump was replaced and considered end of life (eol) by the hcp. All the withdrawal symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.